Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat, an opening on posterior, wear abrasion, and device appearance (observed split in patch area (ss), it is out of specification per qa199.06 was identified which is characterized as a workmanship, however this workmanship is not relationship with the complaint). Leak test and microscopic analysis was performed which identified: a striated opening on posterior and a crease sharp opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening on posterior assessed as surgical damage. Split in patch area, assessed as a workmanship, however this workmanship is not relationship with the complaint. A crease sharp opening on posterior assessed as fold flaw opening. Device evaluation: the review of the documentation associated to the manufacturing process indicates that all devices with work order 3067259 were released in accordance with abbvie¿s procedures, and no anomalies were found in the documents or in the personnel training related to the reported event. According to the device analysis performed in the laboratory, it was observed a split in patch area (ss), it is out of specification per qa199.06, which is not related to the reported complaint. A review of the current risk documents was performed, and the event of split in patch area is a known event, for which manufacturing process controls and inspections are stablished to reduce the incidence of this defect. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. The issues with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.